Event description:
It was reported patient experienced ineffective stimulation and was unable to enter MRI mode due to high impedances on both leads. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.